Manufacturer narrative:
Device evaluation: d9, g3, g6, h2, h6 and h10 result of investigation: the device was visually inspected no visible defects, damaged or contamination. Event logs showed user svt calibration failed, high pip (peak inspiratory pressure), circuit fault and xdcr (transducer) fault occurred on (B)(6) 2004. Recently circuit and transducer fault occurred were recorded on the most recent events. Tarnsducer calibration were preformed. Exhl press xcdr (pt 801) successfully calibrated, turbine diff press xdcr (pt 800) successfully calibrated and exhl diff press (exhl flow) xdcr (pt 802) failed. The reported issue was confirmed through teh event logs and was able to duplicate during functional check. The transducer pt802 has failed. Referrence: (B)(4).

Manufacturer narrative:
Result of investigation: vyaire medical was able to confirmed reported issue through event logs and during functional checks. The transducer pt802 (exhalation flow transducer) has failed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However the customer troubleshoots the device changed the flow sensor and diaphragm but it was still bad. Check the error log and tried calibrating the exhalation differential pressure and it failed at zero. The customer is waiting for turbine information to placed an order for board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed transducer fault. The customer confirmed that there is no patient involvement associated with the reported event.